Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was unable to be interrogated. Additionally, it was noted the patient did not have any qrs waves with the surface leads and the heart rate dropped into the 40s. Technical services was contacted and provided troubleshooting options. No magnet response was found. The patient was hospital due to other urgent issues and the nurse will decide when to replace the device. At this time, the device remains in service. No adverse patient effects were reported.